Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomena. It was found those malfunctions occurred due to the power unit failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp (xenon lamp) of the subject device was not lit but turned to the emergency lamp and the error code e103 which indicates the subject device is broken down was displayed during preparation for use. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root cause of the reported phenomena could not be identified. [Considerations] olympus medical systems corp. (Omsc) presumed that due to the converter (power unit) failure of the subject device, the xenon lamp failed to light, and the xenon lamp did not light, the error e103 (clv lamp lighting failure) occurred. It was found the converter (power unit) failure of the subject device at the evaluation of olympus india. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.